Event description:
The ortho summit smaple handling system instrument reported did not pipette sample/reagent and did not generate an error message. No death or serious injury associated with this incident.